Event description:
An issue was reported involving an alarm 2 related to an earlier occlusion event. The customer's blood glucose level was measured at 17 mmol/l, which is not considered high. To resolve the issue, the customer changed the soft cannula infusion set and the cartridge before resuming insulin therapy. No further assistance was deemed necessary, and the case was marked for closure.